Manufacturer narrative:
(B)(4). Additional information received: user facility medwatch #(B)(4).

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: as this was a post-op bleed, is the device available to be returned? Yes, the device has been sent in. Was the bleeding from an area where the harh45 was used? Yes. How was the post-op bleed identified? Patient coded in the pacu and had to be brought back into surgery, where post-op bleed was identified. What technique was used with respect to the advanced hemostasis and the min/max button. Dr. (B)(6) uses the min when dealing with vascular tissue and the max for everything else. Percentage of time the advanced hemostasis button or the min/max button were used? Dr. (B)(6) uses the max button roughly 80% of the time and the min button the other 20%. He doesn¿t use advanced hemostasis mode. Did the surgeon recall hearing the second tone when using the advanced hemostasis button? N/a. Where was the advanced hemostasis used? It wasn¿t. Where was the min/max button used? Both were used around the stomach. Was the surgeon in-serviced on the use of the system? Yes. How long has the surgeon been using the harmonic +7 device? 1 year. Was the surgeon in-serviced prior to using the harmonic +7 device? Yes. Did the gen11 display any yellow alert screens during the procedure? No. What power setting was the generator on? 3 for min, 5 for max.. What is the surgeon¿s typical steps to use the device? (Such as waiting for the tone change) dr. (B)(6) is very skilled with the device ¿ he typically moves pretty quickly on max, activating energy and almost immediately applying tension to transect tissue. On min, he waits until there is visual indication that the device is having a coagulative effect before applying tension to transect. What was the reason for the extended hospital stay? Related to post-op bleed? Other? To monitor the patient¿s condition and to avoid any complications becoming more severe. Were you present for the case? No. Please describe what is meant by buzzing sound? A low hum like a bee. Was it coming from disposable or cord? Unknown, believed to be from cord. Any test completed to determine the site of the bleed? Visual inspection during re-op. How was bleeding diagnosed? Patient coded in the pacu and had to be brought back into surgery, where post-op bleed was identified. At re-op what was found to be the cause of the bleeding? One theory from dr. (B)(6) is that the pressure difference during surgery and once the gas was off afterward in the pacu caused the bleeding. During surgery, nothing seemed to be out of the ordinary ¿ achieving hemostasis was not a problem. How was it addressed? Patient went back into the or for re-op.

Event description:
It was reported that during a gastric bypass procedure, the device was making an unusual buzzing sound but appeared to cut and seal properly. Approximately one to two hours post-op the patient exhibited some internal bleeding and had to be reoperated on. It was unknown how much blood was lost or if a transfusion was necessary. The patient's hospital stay has been extended and they are currently stable. Procedure had been completed with the same device.

Manufacturer narrative:
(B)(4). Batch # n90a3e. The device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The device was disassembled to inspect the internal components and no anomalies were found. It could not be determined what may have caused the reported incident of: ¿the device was making an unusual buzzing sound but appeared to cut and seal properly¿. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.